Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer was having issues with air bubbles in the reservoir. The customer's blood glucose was around 200 mg/dl at the time of incident. The representative stated that the customer declined helpline assistance. The reservoir will not be returned for analysis.